Event description:
It was reported according to the mother, that the device was used on the child for 7 days and the balloon did not remain inflated because it was punctured. The balloon was inside the patient and burst. The device came out. Medical procedures were required, however exactly what procedure was required remains undisclosed. The patient was a child who can only be fed by tube. Product may have caused or contributed to serious injury. No additional adverse patient effects. This event is considered a serious injury.

Manufacturer narrative:
No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). A product sample was received for e-complaint. Visual and functional testing were performed. No problems or issues were identified during this device history record review. Review of the returned product and the video confirmed the defect. The leak was located near the opaque white stripe on the shaft opposite the side of where the lumen was located in the shaft. A cuff band bond failure was identified. Each production lot was subject to 100% leak test and inspection per work instruction by manufacturing and a leak test was performed on each lot using a sample plan with procedure by quality. Moreover, a burst test per statistical sampling plan (level s-2 and acceptable qualit level (aql) 1.5) is performed on each production lot. Should there have been a manufacturing defect it would have been detected during the product functionality testing and quality inspection. Since 16 march 2016 when the burst test was implemented, there have been no cuff bond failures using the prescribed fill amount or three times the prescribed fill amount. According to the information for use (if), the exact balloon longevity cannot be predicted. As stated within the IFU, generally the silicone balloons last 1-8 months, but the life span of the balloon varies according to several factors, which may include medications, balloon fill volume, gastric , and tube care. Process improvements have been made per request under change order co. These process improvements were initiated to make the product more robust but need to be verified by manufacture via future complaint trends. Manufacture was unable to identify the root cause or duplicate the failures in the manufacturing environment. As part of discussions with the manufacture, a suggestion has been made that the manufacture investigate positioning the cuff a few millimeters away from the tip of the shaft and dipping the tip to provide additional robustness of the cuff bond. No additional corrective actions were planned until manufacture performs an effectiveness check on corrective and preventive actions.